Event description:
It was reported that the right ventricular lead was implanted and explanted due to unknown reason. No patient symptoms or additional information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).